Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the catheter was visually inspected, no defects were noted. The catheter was irrigated with purified water, no occlusion was noted, and no particles were flushed out. The engineering department was informed of this issue to identify the possible root cause of orange particles. A research for related complaints for product code 82-3074 was done for the last 3 years, no other similar issue was found. Review of the history device records confirmed the valve product code 82-3074 with lot ctmb7l, conformed to the specifications when released to stock in (B)(6) 2015. The orange particles observed by the customer during catheter flushing could likely be rifampicin, which is one of the 2 antimicrobial drugs we impregnate into the bactiseal catheters. Bactiseal manufacturing process is basically a soaking process where we submerge silicone catheters into a drug solution. During the drying stage of the process through the impregnation cage (where the catheters are being held) would rotate to allow proper drainage of the drug solution from the catheter lumen, there are opportunity for the drug solution to remain in the catheter lumen and then dry/crystallize. There is no product/patient impact expected from the crystallization because: manufacturing lots with high crystallization occurrence would likely be an issue relating to the whole lot. During lot release test and sampling, this would¿ve be hplc tested and causes the result to spike up. The high hplc result would¿ve lead to lot being scrapped. These would not make their ways to the customers. For those incidences where they actually make their ways to the customers: the flow of the csf would flush crystallization away from the ventricles. The total impregnated drug level within any bactiseal catheter is less than pediatric dosage. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
By flushing the catheter, orange particles came out of the catheter. They have never had it before and they use the bactiseal catheter already for a long time (are familiar with the working of the device).